Event description:
It was reported that the pt was having increase in seizures and he couldn't feel magnet stimulation. Treating physician suspected that the generator had reached end of service, however, generator battery life calculated to be approx 1.04 years until eri=yes. Good faith attempts to obtain additional information have been unsuccessful to date. The cause of increase in seizures is unk at this time.